Event description:
It was reported that this left ventricular (lv) lead was explanted due to intermittent loss of capture (loc). The pace impedance measurements were within normal limits. A new lv lead was implanted successfully. The lead has not been returned for analysis. No additional adverse patient effects were reported.